Manufacturer narrative:
(B)(4) follow up for device evaluation. Five samples of 5 ml luer-lok syringes (part number 309646, batch 5175003) were received and evaluated. Inspection confirmed normal silicone quantities within the fluid path and no foreign matter, consistent with product specifications. The observed ¿wet consistency¿ is silicone, an inert, non-toxic medical lubricant integral to syringe functionality and widely used for over 25 years without reported adverse effects. Silicone does not impact safety, efficacy, or product performance. Please see the attached silicone quantity guideline for reference. Additionally, a device history record review was completed for lot number 5175003, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material#: 309646 batch#: 5175003. Verbatim: rcc received a complaint via email. Syringes seem to have a wet consistency in the syringe. Making it not usable for the customers. Many pictures and syringes have come looking wet not as if the plunger is fully pressed but when the plunger is taken out as well. Product#: 302995 & 309646. Lot#: 5030603 (10ml) 5149753 (10ml) 517003 (5ml) 5149753 (10ml).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.